Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed then the aortic valve was treated with balloon valvuloplasty and successful repositioning of the 27 mm lotus valve involved complete and partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The subject was discharged on aspirin. 1112 days post index procedure, tte during the protocol scheduled 36 month follow up visit revealed moderate paravalvular aortic valve regurgitation. Aortic valve area was noted to be 1.8 cm^2, mean aortic pressure gradient was 21 mm hg and left ventricular ejection fraction was 55%. Moderate aortic regurgitation was also seen on (B)(6) 2018 during the 24 month follow up visit, which persisted.